Event description:
Hemodialysis machine (B)(4)-120v-50/60hz was prepared for use with novaline tubing sets for hemodialysis lot # 2001010714. Set up was done per facility protocol, ensuring that connections were properly secured and air was removed from system during the priming and recirculating phases of machine set up. After the patient was connected to the machine and hemodialysis was initiated, nursing staff visually observed air bubbles in the venous dialyzer line, venous blood line, and arterial blood line. The bloodlines were securely attached to the patient's dialysis catheter and the dialyzer line connections were also properly secured. It is unclear how air bubbles entered the bloodlines and there was no machine alarm regarding the air. On (B)(6) 2022 the hemodialysis rn called the baxter technical support number and spoke with (B)(6). According to ms. (B)(6), air should not be present in the bloodlines. If air is in the bloodlines, an alarm is expected: #501 "air leakage in dialysate path". Possible causes, according to baxter tech support, are "bad dialysate line connectors", "bad set" of tubing, or a "bad dialyzer". Recommendation from baxter to avoid seeing air in the tubing is to "make sure everything is in right" when connecting the tubing to the machine, and to "watch carefully when you are priming". FDA safety report ID# (B)(4).